Event description:
A 24 mm diameter x 14 mm diameter x 16.5 cm length aneurx bifurcated stent graft and its components were implanted in a pt for endovascular treatment of an abdominal aortic aneurysm on in 2002. The diameter of the proximal non-aneurysmal aortic neck was 19 mm. The aneurysm was 80 mm in length and 60mm in diameter. Vessel morphology is unk. The pt has a history of hypertension. It was reported that the physician pulled the stent graft and it was deployed too low; therefore, two aortic cuffs were implanted proximally to ensure an adequate seal. Final angiogram demonstrated no endoleak and an acceptable outcome. No clinical sequelae were reported, and the pt is reported to be fine.